Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with chest pain. A transmission showed the left ventricular (lv) lead with possibly high thresholds resulting in possible diaphragmatic stimulation. Further evaluation confirmed high thresholds and stimulation. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.